Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The balance middleweight (bmw) universal guide wire was advanced to the lesion. An unspecified balloon dilatation catheter (bdc) was used for pre-dilatation and a non-abbott stent was placed. After deployment, it was found that the delivery system balloon could not be withdrawn over the bmw universal ii guide wire and the devices had to be removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and difficulty to remove were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficulty removing the catheter from the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter, sds or guide wire. In this case, the returned non-abbott balloon catheter was observed with a balloon longitudinal tear which possibly occurred during inflation and restricted the guide wire to move freely which likely led to the core separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Returned device analysis identified that the core of the guide wire was separated. The separation occurred during simple withdrawal from the anatomy. No additional information was provided.